Event description:
General report received of an unspecified number of undocumented incidents of leaks. On unspecified dates, the tubing sets were being used to deliver unspecified volumes of normal saline, via gravity. After unspecified lengths of time, the pre-pierced y-site of the tubing sets were accessed with blunt cannulas to deliver unspecified medications, via IV push. The customer contact reported that "it was difficult to access it" and excessive force was required to access the pre-pierced y-ports with the blunt cannulas. It was reported that after the medications were delivered, the blunt cannulas were removed from the pre-pierced y-site of the tubing sets. At this time, unspecified volumes of solution leaked from the pre-pierced y-site of the tubing sets. The therapies were continued with the same tubing sets. The therapies were continued with the same tubing sets. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The customer contact indicated the devices were discarded. During the investigation, no possible causes for the customer reported leaks were identified. The devices were not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. This report represents all the information known by the reporter upon query by hospira personnel.